Event description:
It was reported that the teneculum forceps instrument does not hold tissue well. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to move intuitively with a full range of motion in all directions. The cable tension is acceptable and fangs are not bent. No issues with grasping tissues were observed. Engineering also observed the distal end of the main tube to have 3-4 deep scratches on one side of the tube. Material has been removed as a result of the scratch marks. Scratches are not parallel to the tube axis, suggesting they were caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.